Manufacturer narrative:
(B)(4). The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was hospitalized due to elevated blood glucose (bg) levels in the low 500's mg/dl range, approximately 10-14 days ago; however, customer did not provide exact event date. The customer was released from the hospital a few hours later after being treated with insulin. Customer experienced blurred vision, confusion, and sweating prior to arriving at the hospital. The customer delivered an insulin bolus via the pump to treat the elevated bg levels. Reportedly the customer does not remember how long the insulin cartridge was in use but stated "anywhere within 2-4 days". In addition the customer stated they reside in an extremely hot climate and believe this may be a factor leading to the high bg level. Customer reported a bent cannula upon removal of the infusion set. Tandem does not manufacturer the infusion set.

Manufacturer narrative:
On (B)(6) 2016 infusion set information was received. Infusion set manufacturer/brand was provided. Information forwarded to the manufacturer.